Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via a phone call, the top right corner of the insulin pump was cracked, around the screen. The customer didn't know his blood glucose at the time of the event. The customer has been having issues with the device as it wasn't working properly. Customer then mentioned customer had noted condensation under the screen of the device as the device got wet. The device had alarmed new software release detected and then the keypad stopped responding. Customer's blood glucose was 125 mg/dl when the device was exposed to fluids. Customer was advised to discontinue use of the device, revert to a backup plan, and the device needed to be replaced.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The insulin pump passed displacement test, self-test and unexpected restart error test. No signal too low alarm noted during testing. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with moisture damage on electronics assembly, broken reservoir tube lip, cracked case near display window corners, cracked on display window and severely scratched display window noted.